Event description:
On (B)(6) 2014, the patient was treated for a thoracic dissection with extension into the abdomen, and aneurysm dilation of abdominal aorta with three gore® excluder® aaa endoprostheses (rlt311413/11375092, plc161200/11626175, pxl161407/12482296). It was reported during the procedure the patient had a chronic dissection, as well as malprofusion. The true lumen was so narrow that access was gained to both the true and false lumen and bisected (true and false lumen are now one) with a wire. The physician deployed the rlt311413 in the false lumen at the renals, following the deployment of the rlt311413, the physician deployed the plc161200 and pxl161407 devices from trunk down back into the true lumen. On (B)(6) 2015, a reintervention was performed due to continued blood flow into the true lumen with retrograde flow from the right internal iliac was identified. The physician extended the right side with a pxc141200. The patient tolerated the procedure. During a follow up visit it was identified that there was blood flow in the true lumen. On (B)(6) 2015, it was reported the physician came up from the patient¿s left side, and gained access to the true lumen on the right side iliac and coiled. Then the physician extended on the left side from the existing graft into the true lumen of the external iliac with a pxc141000. The patient tolerated the procedure and the entire aneurysm was excluded. At completion of last case, the graft was patent and there was no contrast enhancement of aneurysm.

Manufacturer narrative:
Concomitant products: pravastatin, diovan, prior, hydrochlorothiazide, co24, theo 24, spiriva, advair, bactroban. The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the following patient populations: concomitant thoracic aortic or thoracoabdominal aneurysms. Additional aaa® devices included in this report: plc161200/11626175, pxl161407/12482296, pxc141200/12820430